Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified, 80 to 90% stenosed lesion in the non-tortuous mid left anterior descending (lad) coronary artery, a 3.5x15 mm rx xience prime stent delivery system (sds) was advanced via radial access to the lesion with resistance felt against the vessel during advancement. While inflating the balloon to deploy the stent, it was discovered that the stent had dislodged proximally. Resistance was felt against the vessel during retraction. The rx xience prime sds with proximally dislodged stent was pulled back into the guide catheter and all parts were withdrawn from the anatomy as a single unit. Another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.